Event description:
It was reported that a patient could feel the stimulation sensation but did not get any therapeutic relief and went to the bathroom every 15 minutes. This happened after a fall the patient had a couple of weeks prior to the report. Therapy never worked well for her, but recently it got worse especially after the fall. The patient changed from program 1 to program 2 to try this to see if it helped. The next day, the patient reported that it hadn¿t helped with her symptoms. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0hy0l, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient¿s device was reprogrammed about three weeks prior to the date of this report. After reprogramming, the patient had vaginal stimulation at low settings. As of the date of the report, the patient was seeing improvement in their nocturia, but was still having frequency during the day. The patient switched to a new program to see if it would improve their frequency during the day as well as their nocturia. A second follow up report will be sent if additional information is received.

Event description:
Additional information received indicated that the patient was reprogrammed on (B)(6). After reprogramming patient felt a comfortable vaginal sensation with all 4 new programs. The patient stated that she normally went to the bathroom every 10-15 minutes and since she was reprogrammed, patient had not had the urge to go which was very encouraging to her.

Event description:
Additional information indicated that patient still had no therapeutic benefit. The patient was feeling stimulation and wanted to try a different program. The patient was assisted in changing the program.